Event description:
It was reported that the patient fell and broke her back in (B)(6) 2014, so the patient was placed in a convalescent home. The patient¿s healthcare provider (hcp) would not go to the home to fill the pump, or would not fill it if they took her to the physician. The patient went through horrible withdrawal in (B)(6) 2014 and had been in hospice. At the time of report, the patient was out of hospice and back in the care of a hcp. The pump was reported to be empty. The patient went to their hcp the day prior to report and received percocet, but the hcp would not touch the pump. At the time of report, they could not find a medication to help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4)implanted: (B)(6) 2007, product type: catheter. (B)(4).